Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted past its use by date (ubd). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).